Manufacturer narrative:
Per the t:slim x2 user guide, ¿for adults (ages 18+) only sites on the belly are approved for sensor insertion.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection with the pump. Reportedly, the transmitter was placed on the customer's leg. No additional patient or event information was available.